Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: when connecting the IV to the patient, leakage occurs at the needleless transparent connector. After re-tightening, leakage still occurs at the connector.

Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24125165. The feedback provided by the customer states that, " fluid leaked from the cannula-free transparent connector." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24125165 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.